Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed and required maintenance. A field service engineer (fse) recover half height 2.1 in the main unit. The fse then logged in, went to the desktop, and accessed the hardware test application (hta), where drawer 2.1 did not register as closed. After logging out, the fse powered down the pyxis, opened the back of the main unit, removed drawer 2.1, and replaced the open/close sensor. The drawer was reassembled and reinstalled. The pyxis was powered on again, and the fse logged back into hta to test drawer 2.1. After rebooting the pyxis, customer logged in and successfully inventoried the medications in drawer 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 2.1 required maintenance after failing to stay closed and would not recover. The drawer had failed multiple times previously but typically recovered after opening and closing. During this event, the drawer did not recover despite repeated attempts. The machine was rebooted, but the issue persisted and recovery was unsuccessful.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.